Manufacturer narrative:
Device evaluated by manufacturer: returned product consisted of a rotapro console. Visual examination of the device showed no physical damage. The console passed full functional tests and unable to replicate the fault condition. Inspection of the remainder of the device, revealed no other damage or irregularities.

Event description:
It was reported the speed exceeded the set speed. A rotapro console was selected for use in a percutaneous coronary intervention (pci). The target lesion was located in the proximal left anterior descending (lad) artery. During platforming the speed was set at 160,000 rpm. However, the console defaulted to 239,000 rpm during the procedure inside the patient. The speed change was audible. An orange indicator light appeared on the console display screen. The console speed was turned down to 160,000 and the speed was noted to decrease. The orange indicator light continued to display. Console connections were rechecked, but it did not resolve the issue. A new console was selected with the original burr. The procedure was completed. There were no patient complications.

Manufacturer narrative:
Age or date of birth: age at time of event: over 18 years.

Event description:
It was reported the speed exceeded the set speed. A rotapro console was selected for use in a percutaneous coronary intervention (pci). The target lesion was located in the proximal left anterior descending (lad) artery. During platforming the speed was set at 160,000 rpm. However, the console defaulted to 239,000 rpm during the procedure inside the patient. The speed change was audible. An orange indicator light appeared on the console display screen. The console speed was turned down to 160,000 and the speed was noted to decrease. The orange indicator light continued to display. Console connections were rechecked, but it did not resolve the issue. A new console was selected with the original burr. The procedure was completed. There were no patient complications.